Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, unk acetabular liner, lot # unknown, catalog #: unknown, unk biolox forte head, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A competitor's stem was used in conjunction with zimmer biomet products. Therefore, the reported combination of products are not compatible and this would be considered an off-label usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location unknown.

Event description:
It was reported the patient underwent and initial tha on an unknown date. Subsequently, the patient was revised on approximately 6 months ago due to cup loosening. No additional information is available from the event.